Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device system had also delivered bupivacaine and clonidine. At the time of the event the patient was also taking oral dilaudid 4 to 6 mg three times a day as needed along with opana 5mg three times a day for break through pain. Symptoms the patient experienced included refractory low back pain. The cause of the symptoms was an increase in the intrathecal pump dose with addition of as needed oral narcotics. It was reported the patient continued to have pain but was doing better. The intrathecal dose was reduced to the previous level. It was reported dilaudid 2mg three times a day as needed ¿pain effective¿. The plan was to change morphine to dilaudid in the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that the patient was getting too much medication. The patient was unable to be aroused on the report date and an ambulance was called. The patient¿s wife indicated the patient had gotten a twenty seven percent increase over the last two and a half weeks. Since then, the patient had been ¿loopy¿. The patient had cussed out his daughter on the report date which was unusual for him. The symptoms had been getting progressively worse over the past few weeks. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.